Event description:
A report was received that the patient was experiencing difficulty charging her ipg. The patient had a non-device related surgery where electrocautery was used. A bsn representative analyzed the patient's database and confirmed premature battery depletion. It's been recommended for patient to undergo a revision procedure.

Event description:
A report was received that the patient was experiencing difficulty charging her ipg. The patient had a non-device related surgery where electrocautery was used. A bsn representative analyzed the patient's database and confirmed premature battery depletion. It's been recommended for patient to undergo a revision procedure.

Manufacturer narrative:
The returned ipg passed all visual and photographic imaging tests performed. Premature battery depletion was confirmed as the sleep current was out of the expected range. Depletion rate with stimulation turned off was higher than expected. It was determined that this higher than normal current drain was from the analog/digital ic section of the ipg electronics. It could not be determined conclusively, which ic is the root cause of the failure as both components are covered in glop top which makes test points inaccessible, and troubleshooting to specific component level is not possible. The monopolar electrocautery procedures are a known source of high-voltage transient signal that can damage the aic-u1. Current labeling warns against the use of monopolar electrocautery (refer to physician's implant manual (B)(4)).